Event description:
MFR's rep reported physician suspects pump overinfusion, no pt symptoms were reported, or specific device details or intervention. A f/u report will be sent when add'l info is rec'd.